Event description:
It was reported that the patient presented to the clinic for routine follow up. Device interrogation revealed the pacing lead impedance to be out of range. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. The patient was fine during and post procedure.